Event description:
It was reported that during the initial implant procedure, loss of sensing, loss of capture, and low pacing impedance were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of loss of capture, loss of sense, and low pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.